Event description:
It was reported that the patient completed of shortness of breath and went to the emergency room. A remote monitoring transmission indicated that the device had reached elective replacement indicators approximately one month earlier. The electrogram was also noted to be non-diagnostic. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.